Manufacturer narrative:
Block b3: approximated to may 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in during an unknown procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip misfired before the nurse attempted to deploy the clip. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.